Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly and failed battery test on the insulin pump. Customer¿s blood glucose level was unknown. Customer advised the failed battery test was resolved with a battery cap. Troubleshooting for blank display was performed. Customer advised they changed the battery, however the display screen did not return, and the self-test failed. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, self test, off no power test and all operating currents tested within the specifications range. The insulin pump was monitored and tested with no blank display, missing segments, partial display, audio anomaly and beep anomaly.